Manufacturer narrative:
The reported field event of high pacing threshold was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to high pacing threshold. No further information is available at this time.